Event description:
The customer reported clenz was dripping from the bottom right side at the back of the coulter lh 750 hematology analyzer. The volume of the leak is unknown but the leak was contained and isolated. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct contact with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a blocked (plugged) port on the differential waste chamber vc13, causing the chamber to overfill with clenz and leak out of the vent line. The fse proceeded to clear the blocked port on the differential waste chamber to resolve the issue. Results: blocked (plugged) port on the differential waste chamber vc13. (B)(4).